Event description:
Additional information was obtained that the patient's concern was not the discomfort but the inability to charge efficiently. The patient was given new techniques to charge. Issue was resolved. This device is no longer considered reportable.

Manufacturer narrative:
Correction: additional information was obtained that the patient's concern was not the discomfort but the inability to charge efficiently. The patient was given new techniques to charge. Issue was resolved. This device is no longer considered reportable.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.